Event description:
It was reporter that the device was starting to smoke and visual red sparks at the iui connecting point. Clinician smelled "electrical smoke". No fluids were noted to be dripping onto the device. Clinician unplugged the pump from the wall, removed the medications from the channels and moved pole and pumps outside of patient room. There was patient involvement but no harm. Additional information was received following an on site visit by manufacturer representative on 28may2026. It was reported device was in use when smoking was observed. Following seeing smoke from the device the infusion was stopped and replacement devices were set up. Device was visually inspected by customer clinical engineering after receiving from the ICU. It was a visual inspection; no testing was performed other than turning on the pcu, and all devices initialized with channel letters. According to customer biomed the device that was reported to be smoking by the ICU was located on the left site of the pcu. It was the a module and the iui connector with what appeared to be thermal damage was the left side iui connector. Biomed advised that there was visible thermal damage and what appeared to be bleach residue on the frame of the iui connector. The iui connector has a smoke smell to it and the top of the pump module appeared to have some dried blood on the top of the module.

Manufacturer narrative:
Correction: describe event or problem annex b: b17, annex c: c20, annex d: d15, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative annex a: a070504, a1801, a040502, annex b: b01, b14, annex c: c11, c02, c0503, c0601, annex d: d15, d08, annex g: g04037, g02017, g02002, g0204002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of smoke and visible red sparks was not able to be replicated during laboratory testing; however, inspection of the suspect devices identified evidence of a thermal event consistent with the reported issue. Additionally, log review confirmed issues occurring at the time of the reported event. Inspection of the suspect devices identified thermal damage on pins 14 and 15 of the right (male) inter unit interface (iui) connector on the pcu (s/n (B)(6)) and pins 14 and 15 of the left (female) iui of the pump module (s/n (B)(6)). Additionally, dried fluid residue was observed on pins 1 through 8 and on top of the iui connector housing of pcu (s/n (B)(6)). Contamination was also observed on the pole clamp and rear case of the suspect pcu. The internal inspection identified contamination on bottom side of keypad of the pcu. Log analysis identified on (B)(6) 2026 at 11:52 am, the pcu event log showed that the suspect pump module was attached to the suspect pcu and powered on. At 11:53 am, suspect pump module s/n (B)(6) was selected and user restored previous programmed infusion of ¿.fluids¿ with a rate of 5ml/h and volume to be infused (vtbi) 198.951ml. The infusion was started and recorded a primary volume infused (pvi) of 234.656ml (an accumulated from previous infusions) and secondary volume infused (svi) of 2060.26ml (an accumulated from previous infusions). Immediately after, user programmed a secondary infusion of ¿piperacillin/tazobactam¿ with a drug amount of 4.5gram, diluent volume of 100ml, dose of 4.5gram, concentration of 0.045gram/ml, rate of 200ml/h and vtbi of 100ml. The infusion was started and recorded a pvi of 234.676ml and svi of 2060.26ml. At 12:20 pm, all attached pump modules were removed and pcu displayed system error 120.4410.0 (low backup voltage failure), error 133.6090 (log only error) (main speaker failure) and error 120.4370.5 (log only error) (low 8v failure). System was powered off. No more infusions were recorded on the reported incident date. Testing on pcu s/n (B)(6), the male (right) pump module iui connector was removed to conduct a resistance test on adjacent pins to determine if a short was present. A digital multimeter (c15-3065) was used to measure resistance on each pin. When measuring between adjacent pins of the connector, an infinite ohm value (open circuit) was expected during testing. Every adjacent pin measured ol (open loop) indicating no pins currently had a short circuit. The right (male) iui was temporarily replaced with known-good connector for testing purposes only, and a known good dchu pump module was attached to the suspect pcu. The pump module powered on normally and no errors or malfunctions were observed. An infusion at a rate of 100ml/h was programmed to infuse for one (1) hour. The device did not smoke, and a burning smell was not perceived during or after the infusion. The device was operating as intended. Testing on pump module s/n (B)(6), the left (female) pump module iui connector was removed to conduct a resistance test on adjacent pins to determine if a short was present. A digital multimeter (c15-3065) was used to measure resistance on each pin. When measuring between adjacent pins of the connector, an infinite ohm value (open circuit) was expected during testing. Every adjacent pin measured ol (open loop) indicating no pins currently had a short circuit. The left (female) iui was temporarily replaced with known-good connector for testing purposes only, and a known good dchu laboratory pcu was attached to the suspect pump module. The pump module powered on normally and no errors or malfunctions were observed. An infusion at a rate of 100ml/h was programmed to infuse for one (1) hour. The device did not smoke, and a burning smell was not perceived during or after the infusion. The device was operating as intended. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices, bd alaris¿ system cleaning audit, bd alaris¿ system cleaning checklist, bd alaris¿ system iui inspection quick reference. Bd alaris¿ system with guardrails¿ suite mx user manual addendum jul 2020. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 (dir: 10000422955) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris¿ system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris¿ and alaris¿ systems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported smoke and visual red sparks on iui is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. Note that imdrf annex a070504, c02, g04037, g02002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reporter that the device was starting to smoke and visual red sparks at the iui connecting point. Clinician smelled "electrical smoke". No fluids were noted to be dripping onto the device. Clinician unplugged the pump from the wall, removed the medications from the channels and moved pole and pumps outside of patient room. There was patient involvement but no harm.